Event description:
Right knee pain [arthralgia], right knee swelling [joint swelling], right knee effusion [joint effusion]. Case description: a spontaneous report was received on 03/24/2009, from a healthcare provide (hcp) via the office manager of an orthopedic practice regarding several patients who experienced knee reactions after starting synvisc. The reporter stated that "several patients" experienced "knee reactions" and did not continue synvisc treatment. No demographic information was provided. At the time of the report, the outcome of the patients was unknown. No other information was available. Additional information was received on 04/15/2009, in a telephone conversation with the office manager of the hcp. A female patient (age unk), (B)(6), received injections of synvisc in both knees on an unspecified date in (B)(6) 2009. On an unknown date, the patient experienced right knee pain, right knee swelling, and right knee effusion. The patient was treated with decadron (unk dosage) and synvisc was discontinued. No other information was available. (B)(6).

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.